Event description:
The patient (B)(6) received an scs system including a surgical lead on (B)(6) 2010. During a recent reprogramming session, it was reported that several of the patient's lead contacts exhibited invalid impedance measurements. Efforts to capture effective stimulation using the functioning contacts resulted in ineffective therapy coverage for the patient. The patient is working closely with the physician to determine the next course of action in this matter.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.